Event description:
The physician was treating a female pt who presented with a left m1 and a1 occlusion. The pt was treated 12 hours post symptom onset and was beyond the window for tpa treatment. The physician positioned the balloon guide catheter in the common carotid artery and made 3 passes with the merci retriever x6. During the third pass with the retriever x6, the retriever got caught on a newly implanted stent in the internal carotid artery and the retriever tip fractured. The physician attempted to retrieve the detached tip with a new retriever x6. The total number of passes made is unk. The physician was able to retrieve the detached tip. No thrombus was retrieved during this case. The physician stated that there was no worsening of the pt's condition noted after tip detachment. No pt injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever x6 tip fracture or attempts to retrieve the detached distal tip.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the core wire was fractured about 8 mm proximal to the proximal solder joint. The core wire on each side of the fracture was bent to a nearly 90 degree angle. The core wire diameter was measured at the fracture location. There is no evidence to suggest the core wire diameter did not meet specification. Based on the results of the investigation, the most likely causes of the fracture: not positioning the microcatheter as indicated in the IFU. Torquing the device beyond the limits stated in the IFU. Note: getting caught on an implanted stent could have contributed to the fracture in that this could impose add'l tensile forces on the retriever beyond the tensile forces that would have been imposed on the device otherwise during withdrawal. Based on the location and nature of the fracture site, one or both of the two potential causes noted above appear to be the root cause. The mfg records for merci retriever x6 device shipped to medical center, lot number 32365, were reviewed and no anomalies were found that are related to this complaint.